Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops while the patient was supported by the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted x-rays showed the internal driveline and most of the external driveline. The images were unremarkable. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file was reviewed. Pump stop events were captured on (B)(6) 2018 while the device was connected to the power module. The pump stops were associated with low speed advisory, low speed hazard, low flow hazard, and motor stop alarms. The pump otherwise maintained a speed above the lsl. There were no other notable alarms active in the log file. It was reported that heartmate ii lvas, serial number (B)(6) would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number 64998 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Log file evaluation confirmed low speed and pump stop events on 18oct2018 between 12:01am - 1:20am corresponding to alarms for low speed and low flow hazard. These events occurred while the system was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. A specific cause, however, could not be conclusively determined through this evaluation. The account reported on (B)(6) 2018 that the patient will not receive a pump exchange or be transplanted and remains ongoing on vad support. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage.

Manufacturer narrative:
Patient age and date of birth not provided. The referenced prior pump exchange for driveline issue was reported on medwatch MFR report #2916596-2017-00608. Approximate age of device - 1 year 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvas produced low flow and low speed advisories. The patient was reported to be asymptomatic. The vad clinician was unable to reproduce the alarms in the clinic. The external driveline looked and felt intact and the patient has not had any trauma or damage to the driveline. The manufacturer's technical services representative reviewed the submitted log file and observed pump stoppages on (B)(4) 2018 while the lvad was connected to a power module. X-ray images submitted for review were unremarkable. On (B)(6) 2018, the customer reported that they were trying to get the patient transplanted as the patient had already had a prior pump exchange for a driveline issue. No additional information was provided.

Manufacturer narrative:
The manufacturer is closing the file on this event.